Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on march 16, 2009, that a radial jaw 3 single-use biopsy forceps was used during a procedure. According to the complainant, during the procedure, as the device was advanced out of the scope, the clevis was found to be bent. The device was removed from the patient and the procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (B) (4).